Event description:
It was reported that the patient's system controller was exchanged due to battery alarms, which were first inadvertently claimed to be on (B)(6) 2024 but after log file review, were discovered to have occurred on (B)(6) 2024 as a low voltage advisory. Patient's mother exchanged the primary controller to the backup controller. Log files were sent for both controllers. There were no other alarm concerns at the time. The current primary controller event log captured controller clock invalid alarms. The current backup controller event log contained unusual low voltage advisory alarms when the patient was utilizing battery power. The alarms appeared to be a result of relative state of charge (rsoc) (battery data) invalid flags. Following these events the log indicated that the driveline was disconnected from the controller on (B)(6) 2024 at approximately 8:54am. It was later reported that troubleshooting was performed prior to the controller exchange, and different battery clips and batteries were tried without resolution of the alarm. The patient was also plugged into wall power, but the alarm persisted. The clock on the system controller was said to have been counting down in seconds so a system controller exchange was performed, and it stopped alarming. No further alarms were noted after the system controller exchange, and it was said that the event resolved after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that a pump stop was noted in the patient's periodic log file. Log files were submitted for review. The zeros shown in the file were due to the system controller exchange on 11dec2024. Otherwise, the log files appeared to show that the ventricular assist device equipment was functioning as intended.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an atypical low voltage alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review. Data from the reported event date of 08dec2024 was reviewed. At 03:38:50 while connected to battery power, an atypical low voltage advisory alarm activates on the black power lead. Intermittent atypical low voltage advisory alarms activate on the black power lead while connected to battery power throughout the remainder of the log file. At 08:54:00, the driveline is disconnected for the reported system controller exchange. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the system for an extended period of time. The reported low voltage alarms were not reproduced. Additional provided information stated the system controller exchange resolved the alarms, that the exchanging the 14v li-ion batteries and battery clips did not resolve the alarms, and that the system controller would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D section 6 "caring for the equipment" and heartmate 3 IFU, rev. C section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. D section 10 and heartmate 3 IFU, rev. C section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. D cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.